Event description:
It was reported that there was a death, with the cause of death unk. Autopsy was about to begin and there was concern with the location of the implantable neurostimulator. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.